Manufacturer narrative:
H10. Additional manufacturer narrative: supplemental report submitted to update h6.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with an edwards bioprosthetic aortic valve, implanted approximately for seven (7) years and 10 months, underwent a valve-in-valve procedure due to severe aortic stenosis and moderate aortic insufficiency. This case involved a (B)(6) male who presented with chronic diastolic hfpef stage d, nyha class iii. A tavr was performed with an edwards transcatheter valve. Post deployment aortic balloon valvuloplasty was performed because previously placed valve was 23mm and it was intended to achieve partial fracture of the previously placed valve in order to have better expansion and aortic valve area. This was achieved via a 23mm balloon. Postoperative echocardiogram showed absence of any pvl or any other valve abnormality. A gradient of 3mm across the aortic valve was noted. Low ventricular end diastolic pressure was measured at 11 mmhg. There were no complications and patient was stable.